Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states,"early or late postoperative infection and allergic reaction." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-04768, 4772).

Event description:
It was reported patient underwent right total hip arthroplasty (B)(6) 2013. Subsequently, patient underwent procedures on (B)(6) 2014 due to infection. The liners were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that a patient enrolled in a clinical study underwent right total hip arthroplasty on (B)(6) 2013. A revision procedure was performed on (B)(6) 2014 due to infection and the acetabular liner was replaced. Another revision procedure took place on (B)(6) 2014 due to ongoing infection where the acetabular liner and modular head were replaced. A subsequent revision procedure occurred on (B)(6) 2014 to replace the liner and head with a constrained system due to dislocation. A debridement procedure took place on (B)(6) 2014 where the acetabular liner was also revised due to infection.